Event description:
It was reported that the device was being electively replaced as the patient had received a high dose of radiation therapy to the left breast. The device appeared to be functioning normally at the time of the replacement procedure, although it was noted that following interrogation the device did not give the usual option to "stay suspended" when the header magnet was still positioned over the device. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.